Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet was completely inoperable and, when placed on the charging pad with the screen facing up, the pad¿s indicator blinked green twice but the ilet did not power on or charge, consistent with a problem involving the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a fracture-related problem traced to the charger component, consistent with a device problem affecting the charging function. It was concluded, based on previously established findings for similar reports, that the cause was a component failure.